Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a blood glucose (bg) reading of 425 mg/dl after a low-carbohydrate lunch. The user initially replaced only the teflon infusion site while keeping the existing cartridge. Bg went down to 345 mg/dl. Later, the user and spouse reported that bg remained elevated at 425 mg/dl despite the pump delivering insulin. The user was advised to complete a full supply change of all components. The user confirmed plans to proceed with the supply change and remain on ilet pump therapy. Correction was expected following the supply change. No symptoms, external assistance, or medical intervention occurred.